Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side "textured devices," "product concern", "deformity," capsular contracture baker grade unknown, waterfall deformity, malposition, and "possibly flipped." The device has been explanted and replaced.